Event description:
The customer reported that the device had no display.

Manufacturer narrative:
The factory has not yet received this device for evaluation, and the complaint is still under investigation.